Manufacturer narrative:
Hospital staff reported the death of a patient after the family decided to withdraw care, following the patient's multiple bowel surgeries and ongoing complications. Cause of death has been recorded as multi-organ system failure. No device malfunction occurred and patient death was reported to be unrelated to the device. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Hospital staff reported the death of a patient after the family decided to withdraw care, following the patient's multiple bowel surgeries and ongoing complications. Cause of death has been recorded as multi-organ system failure. No device malfunction occurred and patient death was reported to be unrelated to the device.